Event description:
Report received from the USA stating that the device has a "hole in the outer hose." The hospital was unsure how the hole happened. The event was not related to surgery. There were no injuries reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).